Event description:
A customer contacted breg customer service and reported product number 11192 post op shoe s with the sole separating from the shoe. No patient injury was reported or additional information provided.